Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a posterior spine fusion. It was reported that intra-operatively, the left side gantry trackers were not seen by the navigation system. The imaging system was rebooted and the issue was resolved. The procedure was completed using the imaging and navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of about ten minutes due to this issue.